Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 12, 2024.

Manufacturer narrative:
This report is submitted on november 03, 2023.

Event description:
Per the clinic, the patient experienced tinnitus, poor sound quality and poor performance (specific date not reported). Subsequently, the patient was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.